Manufacturer narrative:
Additional information provided confirmed the patient had received a ppm on pod1. The patient was noted to be doing well and was discharged. The native annulus was measured by CT and had an area of 550mm². Per the instructions for use (IFU) conduction system defects (heart block) which may require a permanent pacemaker and cardiovascular injuries, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, are known potential complications associated with the tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary, written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the annular rupture appears to be related to patient factors (severely calcified native annulus/root). The av block was likely the result of the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards canadian affiliate during a transfemoral tavr procedure, post valve deployment the patient developed an av block and suffered an annular rupture. Initially, a crossover method was performed and 2 perclose sutures were installed for closure at the end of the procedure. The ilio-femorals were dilated and a 20fr e-sheath was introduced with no complications. A 25mm edwards balloon valvuloplasty (bav) was used and the bav was successfully performed. The nf+ delivery system was then advanced through the e-sheath and the valve was successfully deployed into the patient's native aortic valve. The delivery system was removed. The valve was deployed in a 50:50 position. Following implantation of the thv, the patient developed an av block. It was noticed on echo that the patient had a left pericardial effusion for which a pericardial tap was immediately performed. A total of 50cc's of blood was aspirated. Due to significant lvot calcium, the annulus partially ruptured causing a communication between the lv and rv. A hematoma formed at the junction of the right atrium and the tricuspid valve with mechanical venous return compromise. The patient required chest cardiac massage for approximately 2 minutes. The patient was then transferred to the ICU with 2l of volume and on amines. During that time the av block resolved on its own. A pacemaker was scheduled to be implanted the following day if needed. Pod1 the patient was extubated, amines were decreased and compression of the ra was noted to have decreased. The native annulus/root was severely calcified.